Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. The customer experienced a "high" blood glucose level and trace ketones as a result of the pump shutting off. A bolus was delivered to address bg level. The customer continued to use the pump for insulin therapy.